Event description:
Reportable based on additional information received on 03nov2021. It was reported that stent dislodgement occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 3.00 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The physician was safely removed the device but when he checked the stent status, it was accidentally demounted from balloon. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 16mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was 0.0395 inch. This is within max crimped stent profile measurement. The balloon was reviewed, and it appeared to be in a deflated state with signs of positive pressure being applied to its cones noted. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.